Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component. Unknown tibial tray. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial left total knee arthroplasty performed on an unknown date. Approximately two years after surgery, the patient was rising from a sitting position and could not move his knee. It was reported that the hinge unscrewed and the patient was subsequently revised. A new poly and hinge were placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Medical records were provided and reviewed by a health care professional. Review found hinge unscrewed at two years from the intervention. Occurred when patient got up from sitting position. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.